Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain. The technical service representative (tsr) informed the home patient (hp) of the error's meaning and how to clear it. The nurse would stop therapy and was unsure if therapy would be restarted to finish the final two cycles. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.